Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) university.e1 - initial reporter address 1:e1 - initial reporter phone:

Event description:
It was reported that the filterwire could not be recovered. The 80% stenosed target lesion was located in the common carotid artery. A 300 cm filter wire was selected for use. During the procedure, carotid artery stent implantation under the umbrella of brain was performed, and the filterwire could not be recovered after it reached the lesion site and deployed. The procedure was completed with another of the same device. There were no patient complications as a result of this event.